Event description:
It was reported by getinge fse that cardiosave intra-aortic balloon pump (iabp) had low compressor pressure during repair. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.